Event description:
It was reported that following a coronary artery stenting procedure, the pt experienced chest pain. The target lesion was located in the distal left anterior descending (lad) with 75% stenosis, a length of 7.0 mm and reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and implanting a 2.75 x 12mm taxus express2 study stent, and post-dilatation with 0% residual stenosis per crf, <10% per source documents. The pt was discharged the next day on aspirin and clopidogrel. At 266 days post index procedure, the pt presented for his protocol required 9 month follow-up visit and angiography. The pt was experiencing recurrent chest pain and exertional jaw pain. A 2.75 x 18 mm non bsc stent was placed overlapping both ends of the study stent in the distal lad. The stent was post-dilated but there was a "slight waist" in the middle of the stented segment. Residual stenosis was 10% mid stent. Post-procedure day 1, the pt experienced a rise in cardiac enzymes with peak ck 251 iu/l (uln 174) and peak ck-mb 24 ng/ml (uln 7.00), but remained pain-free with no significant ECG changes. The pt was discharged the next day on aspirin and clopidogrel. The device was used past its expiration date.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.